Manufacturer narrative:
The returned device was evaluated and corrosion was observed on the pcb of the device and on the inside of the device. A tear was found in the unexposed portion of the soft cannula and fluid was seen exiting the tear. The downloaded data did not show any signs of struggle or pulse width increase that would indicate a failure to deliver insulin. The downloaded data returned a 0x3d alarm, indicating a ¿step sensor asserted before wire driven¿. The device ran for 230 pulses before alarming. The piezo kill switch was broken before the device was returned so no beep occurred. One of the two sma wires switched back and forth between no reading and reading 60-100¿. The internal cannula damage can be linked to causing both corrosion and the alarm. No other damages or defects were found on the device during the investigation. A root cause was determined, therefore, the electrical components of the device were not inspected. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient's blood glucose (bg) rose to approximately 20 mmol/l (360 mg/dl) with ketons of 0.4. The patient removed the pod and there was bleeding from the infusion site. The pod was worn on the patient's abdomen for between 1 and 4 hours.